Event description:
It was reported the patient underwent surgical intervention in (B)(6) 2024, wherein the entire system was explanted for unknown reason. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event is no longer reportable.

Event description:
Additional information received indicates, that the patient's ipg did not cause the issue. Therefore, it is no longer reportable.